Manufacturer narrative:
The device has not yet been returned to the MFR. According to the sales rep who visited the account after the event, the cord between the handpiece and the battery pack had been cut. The instructions for use supplied with this handpiece have a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks,which may cause personal injury and/or fire." The account has been re-trained on the safe removal of the batteries.

Event description:
It was reported that the battery pack exploded, sending black fluid and plastic pieces across the room. There was no pt involvement and no reports of adverse consequences associated with this event.